Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/06/2014 with the following findings: the keypad cover was observed to be cut and torn. Evaluation revealed that the up arrow keypad button was intermittently responsive, and the down arrow keypad button was unresponsive. The keypad cover was removed and evidence of contamination was found under all of the key contacts. Also, one of the keypad traces was observed to be broken. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.